Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported the ventilator displayed check vent alarm led failure. There was no patient involvement. The remote service engineer advised the customer to replace the power switch overlay. Further information is pending.